Event description:
It was reported that the burr tip broke off in the sinus cavity while drilling and subsequently retrieved.

Manufacturer narrative:
(B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.